Event description:
It was reported that the ventricular lead was replaced due to decreased impedance; bipolar impedance was 296 ohms and unipolar impedance was 322 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.